Event description:
The complainant reported a patient was on impella cp support and during support, the patient had hemolysis. The patient was put on continuous renal replacement therapy (crrt) and support was continued. Additionally, while on support a stable subarachnoid hemorrhage with adjacent edema (contusion, stable) and a four millimeter thick subdural hematoma was found. The staff did not believe this to be impella related. However, the cause of the hemorrhage is unknown. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of hemolysis, renal failure, and stroke/cerebrovascular accident (cva) has been completed. Impella cp pump was returned for investigation. The pump was visually inspected and no biomaterial, broken blades, or other physical abnormalities were observed. No issues with the pump delo joint or epo-tek was visually seen. The pump was connected to the console and the optical bench 5s parameters were verified. All optical parameters were in normal range within specification. The light continuity test was done and the light passed through the sensor face at pump outflow. The pump was placed in a bucket of water and ran at p-9. No alarms relative to placement signal was seen and the pump ran within specification. No other issues were found with return product. Data logs were reviewed and a few suction alarms and several placement signal low alarms were observed. A motor current spike was found with no major impact to the purge, pump flow parameters. The motor current spike was not correlative to hemolysis event as hemolysis was reported a few hours prior to the motor current spike. The optical 5s parameters were all found to be in normal range with no major abnormalities. Signal-to-noise ratio and contrast were slightly dropping intermittently. All other light, lamp and gain were stable. The placement signal trend was noisy, low and declining since the start of the case. As per clinical, the patient was very critically ill with multiple comorbidities. The doctor suggested the patient was not a candidate for escalation or advanced therapies due to advanced age and other underlying conditions. The cause of the hemolysis issue was most likely patient condition related based on return product analysis, log and clinical review. The cause of the renal failure issue was not determined due to insufficient clinical information. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. D.9 date device returned/information was added.

Event description:
The complainant also reported that there were positioning issues. Eventually, the pump was repositioned, and the placement signal alarms that were previously occurring were resolved.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the optical signal issue was most likely patient condition related based on return product analysis, log and clinical review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated.